Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while trying to aspirate from the side port, it was noticed that there was difficulty aspirating the blood. After some time, they were able to aspirate, but the physician decided to replace the steerable guide catheter. The final mr was grade 1. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported difficult to flush associated with difficulty aspirating sgc was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while trying to aspirate from the side port, it was noticed that there was difficulty aspirating the blood. After some time, they were able to aspirate, but the physician decided to replace the steerable guide catheter. The final mr was grade 1. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.